Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 3.5fr microintroducer dilator/sheath. The sample was received assembled. Usage residues were observed throughout the sample. The sheath exhibited curved shape memory. The sheath tip exhibited damage. Microscopic inspection of the sample confirmed sheath tip damage. Twop longitudinally aligned splits were observed. The sheath tip appeared blunt, without a properly formed taper. The tip damaged appeared to be caused by attempted insertion against resistance. The resistance appeared to have been caused by an improperly formed sheath tip, leading to a blunt introducer. Photographs have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿end of the microintroducer sheath was damaged¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross / microscopic evaluation performed at bas lab it was concluded that the gray distal end sheath has an evident damage on its radius tip causing difficulty to advance into the patient while using. This kind of damage can be caused during the steps of sheath rf tipping. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of rebv2192 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the microintroducer sheath was found damaged when the package was unpacked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo sample of a microintroducer was returned for investigation. The microintroducer has white tabs and the grey sheath appears to have a deformity at the distal end. No usage residue can be clearly observed in the photo sample provided. A scalpel, guidewire hoop, and an IFU document are shown under the microintroducer. Based on the damage observed, possible contributing factors include damage during use and advancement against resistance. The product IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." A lot history review (lhr) of rebv2192 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the microintroducer sheath was found damaged when the package was unpacked.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2192 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the microintroducer sheath was found damaged when the package was unpacked.